Event description:
It was reported that the user experienced recurrent low blood glucose with a roller-coaster pattern and self-treated overnight hypoglycemia by consuming a large quantity of crackers and cookies; the user has gastroparesis, and education on the 15/15 rule and moderated treatment was provided. Symptoms included hypoglycemia. Outcomes included no hospitalization, no alarms, and resolution guidance through troubleshooting and education. Investigation included review of available usage history and counseling on hypoglycemia treatment techniques. Investigation of this case revealed that device malfunction was not indicated and that user management of low glucose and gastroparesis likely contributed to persistent lows and rebound variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.